Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the black handle with the indicator of a 6/7f mynxgrip vascular closure device (vcd) came completely off. The physician then took the balloon down and removed the whole device. Pressure was held to seal the artery. There was no reported patient injury. The user is mynx certified. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no excessive force used at any point prior to the issue reported. The issue occurred when the physician was at the point of shuttling down and grabbed the green shuttle with a downward motion. The peg was never deployed. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the black handle with the indicator of a 6f/7f mynxgrip vascular closure device (vcd) came completely off. The physician then took the balloon down and removed the whole device. Pressure was held to seal the artery. There was no reported patient injury. The user is mynx certified. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. There was no excessive force used at any point prior to the reported issue. The issue occurred when the physician was at the point of shuttling down and grabbed the green shuttle with a downward motion. The polyethylene glycol (peg) was never deployed. A non-sterile "mynxgrip vascular closure device 6f/7f" involved in the reported event was returned for investigation. Visual inspection revealed that the black handle, extension tubing, and syringe were separated from the rest of the components. The sealant sleeve was protecting the mynxgrip sealant, balloon, atraumatic tip, and shuttle tube. Additionally, the advancer tube and sealant were observed inside the shuttle tube, positioned in its manufactured position. The stopcock was found in the open position. No other anomalies were observed. The device was inspected for any catheter detachment condition that may have contributed to the reported failure, and detachment was observed on the returned device. Per microscopic analysis, a microscopic examination was performed on the handle and shuttle of the returned device. During the inspection, scratches were observed inside the shuttle. Additionally, a kinked or bent condition was noted on the handle, specifically in the area where the core wire passes through. The core wire also exhibited clear signs of kinking, bending, twisting, and compression/crushing. These types of deformation are indicative of mechanical stress, likely caused by excessive bending, tension, or contact with another surface or object. The reported event of ¿catheter-catheter detachment¿ was confirmed through analysis of the returned device since the handle of the device was separated from the corewire. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (even though it was reported that excessive force was not used at any point during the procedure) most likely contributed to the issue experienced as evidenced by the deformations noted during microscopic analysis. During the inspection, scratches were observed inside the shuttle, a kinked/bent condition was noted on corewire near the handle, and the core wire also exhibited clear signs of kinking, bending, twisting, and compression/crushing. These types of deformation are indicative of mechanical stress, likely caused by excessive bending, tension, or contact with another surface or object. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states when pulling tension prior to deployment, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ neither the product analysis, nor the information available for review suggest that the failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.